Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 398 (mg/dl). Reportedly, customer did not deliver a sufficient correction bolus to cover food consumed for dinner the previous night. Customer then delivered a correction bolus to treat bg levels, but was concerned she may have accidentally delivered a second bolus. During troubleshooting with tandem technical support, it was confirmed that customer delivered one bolus.